Event description:
The customer states that the axsym processing cover fell on their head. The customer states that they feel fine. There is no report of necessary medical treatment. No serious injury was reported.